Event description:
On (B)(6) 2022. This patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. While deploying the aortic extender component right below the left renal artery, the device moved proximally, and the left renal artery was unintentionally covered by the device. During angiography, delayed blood flow at the left renal artery was observed. An additional bare stent was placed at the left renal artery and the blood flow improved. The patient tolerated the procedure. It was reported that the device moved proximally during the deployment because the device deployment was initiated with the sheath tip in a position very close to the device, although the device was outside the sheath tip. Therefore, the distal side of the device was deployed in the sheath, and when the distal side of the device moved away from the sheath during device deployment, the device moved proximally.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.